Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down during use and turned back on automatically, the alarms could not be reset after the restart. There was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem, no fault found. Troubleshot and downloaded the diagnostic report (drpta), reviewed and showed no errors. Pre-operational was performed and check successfully. The fse also removed the top cover to investigate inner workings. Discovered a loose screw resting where the power management printed circuit board assembly (pcba) and cpu-pcba are connected. The pm-pcba was removed to acess the loose screw. Re-installed pm-pcba and performed electrical safety test, controls test, and internal battery test with success. Performed extended version of pre-operational check with ac power and with battery only, unit passed successfully. The fse determined that device is fully functional and can be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.